Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined unable to recover cubie pocket. A field service engineer inspected no failures present and customer confirmed inventory in drawer with no issues. Performed preventative maintenance. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to recover pocket. Customer stated that issue occurred trying to issue medication to patient and they took the medication from other station. There were delay in dispensing workflow. There were no adverse events or injuries reported based on this event.